Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was experiencing high blood glucose (bg) levels (190-230 mg/dl). The customer would address the bg level by delivering a bolus via the pump or insulin injections. The customer stated that once the luer lock leaked as it was not straight, but was able to be straightened. The customer also indicated that the settings on the pump are changed without consulting the healthcare provider and that a new type of infusion set was being used.